Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole. There was air in the pump and CT scan showed the reservoir was empty. A new inflatable penile prosthesis was implanted. No patient complications were reported.